Event description:
Procedure: hemicolectomy. Reportedly, the surgeon stated that the staples were applied after the device was discharged. The surgeon thought the staples had fired so he cut the tissue anyway. After cutting he realized no staples were placed which results in a small amount of bleeding. The surgeon may have then used manual suture to close the tissue. There was no reported injury to the pt.